Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat rectocele. It was reported that the patient underwent the concurrent procedure of a posterior colporrhaphy during mesh implantation.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced pelvic pain, dyspareunia, and exposed vaginal mesh. It was reported that patient underwent mesh excision and revision on (B)(6) 2012 by dr. (B)(6) due to pelvic pain, dyspareunia and exposed vaginal mesh.

Event description:
It was reported that following insertion the patient experienced pelvic pain, dyspareunia, and exposed vaginal mesh. It was reported that patient underwent mesh excision and revision on (B)(6) 2012 by dr. (B)(6) due to pelvic pain, dyspareunia and exposed vaginal mesh.

Manufacturer narrative:
It was reported that the patient experienced mesh erosion, protrusion with pain and dyspareunia. The patient underwent the following interventions: on (B)(6) 2010 - partial mesh removal/ ams mesh implanted with medtronic interstim device, on (B)(6) 2011- interstim device removed, on 11/07 (year unknown) - partial mesh removed, on (B)(6) 2012 - mesh clipped. (B)(4).

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2007 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.